Event description:
Determined to be reportable based upon analysis completed in 2008. It was reported that during a percutaneous coronary intervention (pci) procedure, inflation difficulties occurred. The lesion was located in the left anterior descending (lad) artery; the characteristics of the vessel and lesion are unknown. The 2.5 x 15mm ultra2 monorail balloon failed to inflate. The balloon catheter was removed from the patient. Outside of the patient, the physician attempted to inflate the balloon, however, the balloon failed to inflate. Upon inspection, the physician noted no defects. The procedure was completed with a different device. No patient injury or complications were reported. The patient's condition was reported as "fine".

Manufacturer narrative:
Visual inspection of the returned product revealed that the catheter had a severe crack in the shaft, approximately 395 mm, approximately from the end of the distal tip. The device history record has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause of this complaint could not be determined.